Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a longevity decrease of approximately one year within a three month period, according to the advocate for this patient. Technical services (ts) was consulted and advised that, for further insight and detailed discussion, the appropriate course of action was for the patient to contact their respective clinic, which could engage with ts as needed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.